Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, and increase was noted in pacing threshold and the impedance of the right ventricular lead. All of the other electrical parameters were stable and the patient was stable. Further information has been requested but not yet received.